Manufacturer narrative:
The tandem t:slim pump user guide indicates that novolog and humalog insulin were tested and found to be safe for use in the t:slim pump for up to 72 and 48 hours, respectively. Also, to change your infusion set every 48-72 hours. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was not impacted. As the customer was not receiving an alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the alarm was unable to be performed. Reportedly, the customer changes the cartridge and infusion tubing every 5 days. The customer indicated that the pump was now functioning properly.